Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an esophagogastrostomy, when using the end-to-end stapler to perform radical resection of esophageal cancer, there was poor cutting and anastomotic obstacle. Suture reinforcement was given around the anastomosis.